Event description:
As reported, during a procedure, the fifth fastener of sorbafix enhanced fixation device was broken while firing. It was reported that except the fifth fastener all were fixated successfully and the damaged fastener was removed from the patient's body. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device fastener was broken while firing fifth fastener. The broken fastener was returned with the sample. Functional evaluation of the returned sample could not reproduce the reported issue as the device deployed the last remaining fastener with no issues. Based on the sample evaluation broken fasteners presenting in use is likely the result of forces applied while in use. No manufacturing anomalies found. To date, this is the only reported complaint for this manufacturing lot. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "avoid excessive trigger force as this may damage the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.